Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial cell ingrowth in the left eye(os) at post treatment. A flap left and rinse was performed on (B)(6) 2018. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. The surgery center reported the symptoms were resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 .00 x -1.50 x 165, left eye pre-op 20/20 -.25 x -2.25 x 18. Bcva from (B)(6) 2018; right eye post-op 20/20 -.25 x -.25 x 60, left eye post-op 20/20 .25 x-.25 x 105.